Manufacturer narrative:
(B)(4). The complaint was received and forwarded on to the manufacturing for investigation. A review of the manufacturing device history record for the referenced lot number was completed. No reported concerns with regard to "premature shut off" or "suction failure" were documented during the manufacturing of this batch. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. Two samples were received in february 2016 and detailed investigation on the reported concern was conducted. A visual examination was completed by the quality and engineering management and no non conformances were noted on both units received. The returned samples were tested by our laboratory for suction testing at a vacuum pressure of -400mmhg and at a vacuum pressure of -685mmhg and both liners functioned as designed. Both units tested did seal properly to the outer canister and mechanical shut off valve rose up when flex advantage liner became full with fluids until eventually it came in contact with the under surface of the flex lid, closing the vacuum orifice and preventing further vacuum from entering the canister, thus stopping inflow of fluid waste as intended. Further to that, the samples received were subjected to a flow rate test and no drop in flow was visible. Based on the investigation, we have concluded that the medi-vac flex advantage liners are free of defects and functional problems. Without a specific assignable cause and replication of the reported incident, no specific corrective action can be completed; however, we will continue to monitor concerns such as these for possible future action. Key production and quality personnel have been made aware of this reported incident through the investigation process.

Event description:
During abortion procedure, 2 liners were connected to medela system. At 350mmhg, the system was blocked with the first liner and then with the second liner. Incident occurred in operation room while patient was laying on the operation table.